Event description:
It was reported that the nurse opened a 16f bard foley sure-step tray system and found that the prefilled syringe partially empty and missing the cap .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "tip cover came off during shipping or in processing / spillage of lube. It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. The device was not returned.

Event description:
It was reported that the nurse opened a 16f bard foley sure-step tray system and found that the prefilled syringe partially empty and missing the cap .